Event description:
.

Event description:
As reported by an affiliate, during an angioplasty procedure, a 2.5 x 150mm balloon broke away from the catheter in the posterior tibial artery. The balloon was free on the guidewire and was retrieved with a catheter lasso. No adverse consequence was notified. Several unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Please note that the uf/importer report # is (B)(4).